Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the [gastrointestinal videoscope had a chipped fiber optic lens, cracked adhesive on the rubber cover of the bending tip and insufficient insulation resistance of the distal tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR report on 08/15/2025. Per the legal manufacturer, there is no potential for the reported malfunctions to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
No additional information provided by the customer.